Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported complaint; however, the reported additional treatment appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The additional four (4) proglide devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported that this was an arteriotomy closure of a common femoral artery using a proglide relative to an unspecified procedure using a 5fr sheath. Reportedly, when the plunger was removed, the suture came out with the knot, with five proglide devices. The method used to achieve hemostasis was not provided. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.